Event description:
Patient was revised for eccentric poly wear of the liner. The liner is being reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the lot code required was not provided. It would not be unreasonable to find poly material wear after the length of time reported as implanted. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. Medical records and x-rays have been obtained and reviewed by a medical professional. From a medical perspective, based on the available information, the complaint is not product related. It would not be unexpected to observe poly wear that was described within the complaint after 20 years. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.